Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer cleared the alarm and resumed insulin delivery. The customer reported blood glucose (bg) level was 278 mg/dl with low ketones, and was addressed with manual injections. At the time of the call, the customer's bg level was within target range at 170 mg/dl.